Manufacturer narrative:
There was no injury to the user as a result of the incident. The actual sample was not returned for evaluation. The initial reporter stated that the bath bench was extremely worn. Complaint trending indicates that this was an isolated incident.

Event description:
Reportedly a bath bench broke while a patient was taking a shower. The patient fell, but sustained no injury.